Event description:
Per received report: physician was attempting to coil an unruptured 7mm acom aneurysm. He decided to start with a 7x17 cashmere through an sl-10 microcatheter. Physician began to deploy the coil into the aneurysm as per the IFU. He did not like its shape and decided to pull the coil back into the mc and redeploy. He attempted to pull the coil back and noticed that there was not a "one to one" response in the coil. He then ascertained that the coil must be stretched. With some maneuvering the doctor was able to remove the stretched coil in its entirety from patient, and restarted the procedure. Using the same microcatheter the physician successfully coiled the aneurysm with 7 micrus style coils. No harm came to the patient as a result of the stretched coil. There was no patient death or serious injury as a result of this procedure. The patient was discharged to home without issue, there was no medical intervention or medication required to prevent impairment or injury. It is unknown if concomitant medications were used in this procedure. An sl-10 straight microcatheter was used in the procedure as well as other micrus coils. The target lesion was a 7mm acom aneurysm. There was low vessel tortuosity. The device will be returned for analysis. Additional information indicated that the coil stretched during repositioning. The physician could not tell if the stretching of coil occurred in the microcatheter or aneurysm, no resistance was noted and no coil breakage or separation was observed.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
During a coil embolization of an unruptured 7mm anterior communicating artery aneurysm the 7x17 cashmere 14 platinum microcoil stretched during repositioning. The device was removed entirely from the patient with no injury. This was the first coil and was being placed via an sl-10 microcatheter. The coil was begun to be deployed in the aneurysm per the instructions for use. The physician did not like its shape and decided to pull the coil back into the microcatheter in order to re-deploy. When attempting to pull back it was noted that there was not a "one to one" response of the coil. It was ascertained that the coil must be stretched. With some maneuvering, the stretched coil was able to be removed entirely form the patient. The proximal end of the coil was returned stretched. The proximal end of the coil unraveled out of the soldered section. The coil's socket ring was found pushed proximally into the pet angle ring. The distal section of the coil was intact and retained its secondary shaping. Although a definitive conclusion cannot be made, the most likely root cause of coil stretching during repositioning is when the coil becomes anchored. This can occur if the coil becomes anchored on itself, coils already dwelling in the aneurysm (however, it was reported that this was the starting coil), interaction with the distal tip of the microcatheter, or due to detached or fixed interference from within the microcatheter. The exact cause of the stretching of the coil cannot be determined. The instructions for use cautions that if the microcoil is positioned at a relative sharp angle to the microcatheter it may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter. In addition, without the return of the sl-10 microcatheter used in the procedure, it cannot be determined if this component contributed in any way to the event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The reported stretched coil was confirmed; however, with review of the available information and the analysis of the returned device no root cause conclusion can be made. Based on the analysis and the device history record review there is no indication of any manufacturing issues related to the event. Therefore, no conclusion can be made at this time.